Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. It was reported that the customer's blood glucose level was 154.8mg/dl, and the sensor reading was 82.8mg/dl. It was reported that the difference was not within the acceptable range. Troubleshoot was reported to be conducted. It was reported that the customer was advised on steps to reset the device and wait for optimal calibration. It was reported that the customer was advised to call back if issues persist.